Manufacturer narrative:
Common device name: dqx wire, guide, catheter.

Event description:
Description of event according to initial reporter: complaint for lunderquist wire is opened related to ((B)(4), manufacturer ref# 3002808486-2021-01835). One week subsequent to case, patient presented with infected aorta. Micropuncture, 260cm lunderquist wire, ivus (intravascular ultrasound) was used during the procedure. Patient outcome: successful case and outcome.